Manufacturer narrative:
(B) (4). The iol was not received for analysis. Prior to release the iol met all manufacturing criteria. While we were unable to determine the definitive cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
A report was received from the surgery center that during routine cataract surgery with intraocular lens (iol) implant the patient was uncooperative. The iol started to dislodge and during the physician's attempt to cut off the haptics to remove the iol it started to fall to the back of the eye. The surgical incision was enlarged to remove the iol and an anterior chamber lens implanted.